Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the cgm was around 122 mg/dl, whereas the actual blood glucose was 40 mg/dl. At this time, the patient was sweating and unable to respond to his wife. The wife gave 2 glucose tablets to the patient while calling the ambulance. When the paramedics arrived, the spouse could not recall what was the cgm and the bgm reading. The paramedics provided another glucose, which the spouse did not specify the route and dosage. The patient was taken to the emergency room but they did not disclose the bgm and the egv readings. The patient was administered with another glucose, but they did not answer what the route and dosage of the glucose. The patient was discharged within 24hrs and reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.